Event description:
It was reported that this artificial urinary sphincter was leaking fluid resulting in recurrent incontinence for the patient. The source of the leak could not be identified despite troubleshooting. The device was replaced and was discarded. No additional adverse patient effects were reported.